Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on date (B)(6) 2020') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included appendectomy, penicillin allergy, chickenpox, hives, unilateral renal calculus and foot operation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy laparoscopic bilateral salpi ngectomy, cystoscopy and novasure global ablation hysteroscopy, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: insertion details: left-4 and right-2 coils were noted to be present in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: with follow up information duplicate case (B)(4) (medwatch 3500a MFR number 2951250-2021-00721) was detected which will be deleted in bayer safety database. All information is retained in this case record: new: event abnormal uterine bleeding, menorrhagia were added. New reporters, dob, medical history, insertion details, references were updated in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on date (B)(6) 2020') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.